Manufacturer narrative:
A device history record (DHR) review was performed for part no: 310.430 / lot no: 2471488: manufacturing location: (B)(4), release to warehouse date: 24. March 2009: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The investigation shows that received drill bit was found broken and with blunt cutting edges. Furthermore, there are nicks and wear and tear signs on both drill bits surfaces. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. In addition the manufacturing documents of the semi-finished article 507575, which is a sub component of the drill bit, were inspected as well. As indicated in the documents the correct material (B)(4).was used and the hardness was within the tolerance and therefore correct at time of manufacturing. The microscopic view, with a magnification of 10x, of the broken surface shows a homogeneous surface what indicates material conformity as well. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. Due to the heavy wear and tear signs we can suppose that the instrument was often and intensive use. This condition could have led to the complained malfunction. Also, we want to bring up our recommendations within our leaflet, regarding "end of life of an instrument" which describes: "end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used." Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that a drill bit broke into the patient's leg during the surgery performed on (B)(6) 2017. The surgery was extended in order to remove the broken drill bit. Broken fragment was removed. X rays systematically taken after an osteosynthesis. Procedure was completed successfully with no patient harm. This report is for one (1) 4.3mm drill bit. This is report 1 of 1 for complaint (B)(4).